Manufacturer narrative:
Pump was calibrated to resolve the issue.

Event description:
Customer stated that the pump over infused during testing, but no alleged amount was provided. The rate and dosage provided were 125 ml/hr and 10 ml. Investigation found that the pump under infused, out of +/-5% spec during testing.